Event description:
It was reported that the patient with a spinal cord stimulation (scs) patient presented for a replacement of the implantable pulse generator (ipg) to obtain MRI conditionality. The decision to proceed with replacement was made while the patient was at the facility for another no device related scheduled intervention. The patient was informed that a magnetic resonance imaging (MRI) conditional device was available and elected to undergo replacement. The explant procedure was performed due to the existing ipg being non functional, in addition to the patients desire for MRI conditionality. A new MRI conditional ipg was implanted. Post-operatively, the patient reports satisfaction with therapy and has no complaints. In accordance with facility policy, the explanted device was disposed of and will not be returned for evaluation.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.